Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory is indicative of a device failure that could result a disabled charge function. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.